Event description:
During simulated (non-clinical training) use of the pump system for cardiopulmonary bypass, the roller pump stopped and its local display went blank. An alternate pump was used. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.